Event description:
It was reported that the patient heard a "pop" and multiple "ticking" sounds from the valve and subsequently experienced symptoms of overdrainage including headaches. The valve was replaced in 2003, and the patient has had no further complications.